Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The qc level 1 recovery was within -2sd. The qc level 1 did not indicate an issue. The qc level 3 recovery showed a low measurement with a qc warning on (B)(6) 2022. The repeat qc on (B)(6) 2022 was within range. There were no timestamps for any of the qc measurements. The investigation was unable to confirm if the customer's qc level 3 was acceptable prior to the event. There were multiple abnormal aspiration (sample probe) errors listed in the alarm trace indicating poor sample quality. The field service engineer (fse) found that the cuvette in one of the rinse units was overfilling. He then adjusted the cuvette fluid volume. The fse performed mechanism checks, observed all rinse functions and confirmed that the cuvettes were filling correctly. Verification tests were performed with successful results. Calibration and qc were performed with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for several patient samples tested on the cobas 8000 cobas c 701 module. The reporter was able to provide one example of a discrepant result. The initial result was not reported outside of the laboratory. The reporter deemed that the initial result was too low prompting a rerun of the sample. The sample was rerun on their second c 701. The initial glucose result from the module was 28 mg/dl. The repeat result from their second module was 122 mg/dl. The repeat result was deemed correct. The reagent lot number is 61397401 with an expiration date of 31-may-2023.